Manufacturer narrative:
Concomitant: product ID 97714, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
A consumer initially reported that they had three programs and they had been using a and b but they aren't working well. The consumer switched to program c and it was working better. A loss of therapy was reported. It was reported that the consumer talked to their physician and needed their programs adjusted. The consumer reported that "capsation on foot helps." The patient reported that they hadn't been feeling well mentally and physically. Relevant medical history includes non-malignant pain. Additional information received from the consumer reported that on x-ray the doctor found the anchor was broke so the office made an appointment to include a manufacturer representative. The consumer was advised to try three new programs and hoped that scar tissue would/will hold the anchor wire. The new programs have not helped and the consumer had contacted the doctor's office and set another appointment. Information received from the doctor reported the consumer was placed under x-ray fluoroscopy, which showed free floating lead. The consumer was reprogrammed on separate occasions to find a stimulation to decrease foot pain for time being. The issue was not currently resolved, the consumer was planned to do a stimulation vacation and explant possibly. A written pain log was going to be done and also suggested a revision. Follow-up was being conducted to determine cause, actions/interventions taken/planned, and resolution of the reported issue. If received, a supplemental report will be submitted.

Event description:
Additional information received reported the patient met with the manufacturer representative. The cause of the broken anchor/free floating lead was not determined. Actions taken to resolve the broken anchor and loss of therapy was to continue to program the patient. It was reported that reprogramming resolved the event.